Event description:
Same case as MFR #s: 2134265-2012-06516, 2134265-2012-06517, 2134265-2012-07110, 2134265-2012-07111, 2134265-2012-07112, 2134265-2013-00190, 2134265-2013-00191, 2134265-2013-00192. (B)(4). It was reported that during a stenting treatment procedure a step down occurred. The de novo target lesion being treated was located in the ramus. The lesion was 80% stenosed, 2.5mm in diameter and 25mm long. The lesion was treated with direct stent placement using a 2.25x16mm and 2.5x16mm ion stents in an overlapping fashion. Post dilation was performed. Residual stenosis was 70%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chest pain. In-stent restenosis was discovered in the ramus. The patient was treated with cutting balloon angioplasty and placement of a 2.50x8mm ion stent, a 2.25x16 promus element stent and a 2.5x8mm promus element stent. In (B)(6) 2012 the patient experienced progressive angina. The patient was later hospitalized in (B)(6) 2012. The patient had in-stent restenosis of the ramus and left circumflex (lcx) artery. The patient was treated with a 2.50x20mm promus element stent in the lcx and two ion stents (2.25x16mm and 2.50x16mm) in the ramus. Medication was also given to treat the event. The patient was discharged the following day. In (B)(6) 2012 the patient again presented with "continued angina". Angiography revealed 85% focal restenosis of the ramus. The patient was treated with placement of a 2.25x12mm promus element stent. Following placement of a 2.25x12mm promus element stent and dilation with a 2.5x8mm quantum apex balloon, a "step down" was observed distally in the ramus branch. This was treated with nitroglycerin. 95% focal restenosis of the previously placed study stent located in the ramus was treated with the placement of 2.25x16mm promus element stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. A device history record review was not possible as the lot number was not provided. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).